Event description:
The foley bag was torn behind the urimeter. The leaks occur when the bag starts to get full or when tipping the urimeter. The practitioner does not know how this occurred. There have been others reported with the same issue.